Event description:
It was reported the patient had an appointment with their manufacture representative and they told the patient to use program 4 but their leaking had become worse since they had been on program 4. It was later reported the patient had a loss of therapeutic effect and the patient started having accidents about a month or so prior to report. It was noted the patient tried increasing their stimulation but the accidents continued. It was stated the patient switched to program 1 on (B)(6) 2014 and they tried different voltages and did not notice a change in symptoms. Reportedly, the patient began to have bowel movements that they could not control. The patient stated their stimulation was still in the same location, in the bicycle seat area. It was noted that prior to implant the patient would stand up and be gushing and the patient¿s symptoms at the time of report were like a constant leaking. It was stated the patient turned their implantable neurostimulator (ins) off five days prior to report and their symptoms had not gotten better. The patient¿s dad stated the symptoms stayed the same and the patient thought the symptoms got worse. It was noted the patient continued having a bowel issue with the stimulation off. It was stated the patient had gained a lot of weight in a short period of time. It was reported the patient had a few urinary tract infections since implant and they had a couple in the past 4-5 months which was about the same time as the symptom return. It was noted when the patient was first implanted the therapy really helped out and the patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va06neq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in (B)(6) 2014, the nurse stated the device was ¿not working¿ at that time and the device was reprogrammed. The device was working fine post programming on (B)(6) 2015. The patient programmer was damaged, noting ¿drop wet damage¿ as it was ¿hot¿ and ¿not functioning.¿ the patient did not know if anything happened to the device or if it got wet. Switching from heavy duty batteries to alkaline batteries did not resolve the issue. Troubleshooting ¿resolved¿ issue as the patient was redirected to repair for a new programmer. The patient had increased incontinence.